Event description:
The complaint was reported by a customer from france: "all the bag wasn't delivered. A 1/3 was still into the bag. No alarm. Treatment of the pt: nutritional product: smofkabiven 1477ml. Continuous mode, with tubing set: ap403, lot number: 0112.0601.15. Death or serious injury: no. Delay of therapy: yes". The complaint was not evaluated as potentially reportable till the pump arrived to q core medical and was investigated; therefore the complaint is been reports late.

Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is submitting the report on behalf of hospira.